Manufacturer narrative:
The company representative observed that the power supply's cooling fan struggled to rotate. The company representative replaced the power supply ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit powered off by itself. The patient was switched to another unit and therapy was continued. No patient injury was reported.